Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device motor blocked, blades damaged and lamella broken. The device was repaired and returned to customer.

Event description:
Customer reported the device was not working. Failed temperature and speed tests. This is report 1 of 1 for (B)(4).